Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: contamination evident with light transmission; insertion tube had crush marks; light guide plug body corroded and contaminated; automated air leak test failed; the up/down angle was inoperative; up/down angle play was inoperative; and the bending angle return was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope angulation was found to be seized and inoperative. The event was found during maintenance. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the inoperative angulation was heavy fluid invasion in the control unit and scope connector causing a-wire and a-coil corrosion. Olympus will continue to monitor field performance for this device.